Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 270 units of insulin. The customer¿s blood glucose level was 70 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.